Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the blood glucose value was changed from 230 mg/dl to 130 mg/dl on the meter remote when the ez bolus feature on the pump was used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015 device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: on investigation, the alleged issue with changing blood glucose (bg) value was not duplicated. The meter powered up and paired with a test pump successfully. All the buttons functioned properly. A bg value of 230 mg/dl was entered into the meter and a bolus was delivered from the meter successfully without changes to the bg value.